Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.195 x 0.561" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to the user mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. A review of the site¿s instrument logs showed that the instrument was last used on 19-oct-2022 on system sk2480 with 8 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the fenestrated bipolar forceps instrument had a broken grip at the grip base and acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during central processing that the fenestrated bipolar forceps instrument had a broken jaw, and one side of the jaw was missing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior sterilization. The instrument was inspected prior to use. There was no damage prior to the start of the case. The instrument was intact during the case. There were no intra-operative complications. The procedure was completed robotically.